Manufacturer narrative:
The device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection, and deflection of the returned device was performed following bwi procedures. Visual analysis revealed a hole on the peek housing, the electrode was bent, and the pebax was yellowish with foreign material inside it. Also, the shaft of the device was observed damaged (exposed braid was observed along the middle shaft of the device). A deflection test was performed, and the curve was deflecting within specifications. No deflection issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The deflection issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The potential cause of the hole in the peek housing, electrode damage and the shaft damage could be related to the manipulation of the device after the procedure, as the customer did not report the damages; however, this cannot be conclusively determined. The yellowing of the pebax could be due to the use of the device during or after the procedure, but this cannot be confirmed. Additionally, the presence of foreign material inside the pebax might be linked to the hole in the peek housing, but this cannot be established with certainty. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. Explanation of codes: -investigation findings: no device problem found (c19)/ investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿deflection¿ issues. -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the biosense webster inc. Analysis finding of the ¿shaft damage¿. -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of the ¿hole in the peek housing,¿. -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: electrode (g0201501) were selected as related to the biosense webster inc. Analysis finding of the ¿electrode damage¿. -investigation findings: operational problem identified (c13)/ investigation conclusions: cause not established (d15) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of the ¿the pebax was yellowish with foreign material inside it¿. Manufacturer's reference number: pc-001623422

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the peek housing and exposed braid along the middle shaft. Deflection issue. During the procedure, the catheter was unable to deflect or relax completely. A second device was used to complete the procedure. There was no adverse event reported on the patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 18-jul-2024 observed a hole on the peek housing, the electrode was bent, and the pebax yellowish with foreign material inside it. Also, the shaft of the device was observed damaged with exposed braid along the middle shaft. The event was originally considered non-reportable, however, bwi became aware of a hole on the peek housing and exposed braid along the middle shaft on 18-jul-2024 and have assessed these returned conditions as reportable.